Event description:
When activating the voyant 5mm fusion device, an error occurred stating to "clean jaws, grasp thicker tissue, check the metal clips, and remove excess fluids. Unplugged and restarted the device but received the same error. Opened a harmonic scalpel in order to complete case.